Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cerebrovascular accident. The nurse accidentally forgot to administer heparin, only heparin 3000 from the neck was administered before ablation. Heparin 5000 after bb (brockenbrough method) was also forgotten to be given by the nurse, and the physician noticed before ablation. Activated clotting time (act) was maintained about 200. Postoperatively, there were patient symptoms that made it difficult for them to speak, so the patient was followed up. They suspect that the patient suffered a stroke. The physician commented that here was no relationship with the biosense webster inc. (Bwi) product. The cause is that heparin not being administered. There were no abnormalities observed prior to use or during of the product. It was also reported that there was white turbidity in the tubing when priming. The issue was resolved by changing the tubing set to another one. The bubble was confirmed by the pump in overall including directly under the sensor and from upper to lower of pump. The customer flushed the tubing before using in the patient. Bubble movement is absent while the pump is operating, error is absent at the pump. The procedure was completed without patient's consequence. This issue of turbidity and microbubbles in the tubing is not considered to be an MDR reportable issue since the risk to the patient is remote. There is no further information about the hospitalization and if any additional intervention was performed for the cerebrovascular accident.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30863065l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 27-dec-2022, additional information was received about the patient and event. It was reported the patient was fully recovered without any problems and was discharged from the hospital without extended of hospitalization. An MRI scan showed no problems. The physician¿s opinion regarding the cause of the adverse event was not related with the bw product. The physician stated that the cause was missed administration of heparin. The physician forgot to administer heparin at the time of access vascular puncture and bb, and the physician noticed it before ablation. There was no evidence of char or thrombus during the procedure. The correct catheter settings was selected on the smartablate generator and the pump was switching from low flow to high flow during ablation. It was also confirmed there was tubing cloudiness if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 16-nov-2022, additional information was received indicating the determination of health damage made by the doctor is that the event was non -serious (moderate/slight). Additionally, it was reported a smartablate generator was used in the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)